Event description:
7/9/97: temperature 98 degrees. 7/10/97: temperature 98.2 degrees. Per pt went to ER 7/11 c/o feeling hot/chills. Admitted to r/o endometritis, r/o retained products of conception 2. Uti, r/o pyelonephritis temp 100.8 IV antibiotics given discharge 7/16/97 endometritis.